Event description:
Asr resurfacing left hip. Reason for revision unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: component loosening.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint -asr resurfacing left hip. Reason for revision unknown. Patient lawyer contacted bfarm because of asr revision. As per crawford we know about the initial surgery and revision but hospital never sent back document (B)(4) to confirm revision. Hospital was asked four times to fill out form (B)(4) no response. Doi: (B)(6) 2007. Dor: (B)(6) 2011. ((B)(4)reference is (B)(4)). Update: hospital name received 11 oct 2012. Update- added reason for revision, surgeon name, original surgery date taken from claimsuite dated 12th jan 2013. Reason(s) for revision: component loosening file. On 24 july 2015 - update - rcvd updated claimsuite and scf on 27 july - conf loose component was cup, correct implant date rcvd via scf.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.